Event description:
Literature report received indicating an operator error in programming the device, which resulted in the pt receiving more medication than intended. The pt was (B)(6)gestation and was admitted with pre-eclampsia and hellp (hemodialysis, elevated liver enzymes and low platelets) syndrome. Due to the disease severity and rapid decline in the pt's condition, a decision was made to expedite delivery. The pt was scheduled to have a caesarean delivery with general anesthesia. Anesthesia was maintained with sevoflurane in oxygen nitrous oxide. The pt was intubated and was placed on mechanical ventilation with no further neuromuscular blocking drugs administered. A plum a+ infusion pump was programmed to deliver mgso4 (magnesium sulphate) at a rate of 12.5ml/hr (1 g/hr) and the delivery was started. After an unspecified length of time, a live male (B)(6) was born with apgar scores of 4 and 8. After cord clamping, the pt was given a 2 unit bolus of syntocinon. Following the bolus, a second plum infusion pump was programmed to deliver syntocinon 30 units/500ml at a rate of 125ml/hr and the delivery was started. Approx 10 minutes after the delivery, the obstetrician noted that the pt's uterine tone was suboptimal and requested the anesthesiologist to increase the rate of syntocinon to 240ml/hr. After anesthesia was discontinued, the pt failed to arouse and the tidal volume was 30ml. At this time, the anesthesiologist noted that the pump delivering the mgso4 has been inadvertently programmed to deliver at a rate of 240ml/hr instead of the pump delivering the syntocinon as directed by the obstetrician. It was estimated that the pt received 13g of mgso4 over 40 minutes. An ECG revealed "dramatically peaked t-waves." Immediate treatment consisted of continued mechanical ventilation and administration of calcium gluconate (10%, 10 ml, intravenous). A short time later, the pt's tidal volume increased to approximately 250ml and she was able to open her eyes to command. The pt's respiratory pattern was erratic, and she was unable to move her limbs or fingers when requested. The pt appeared distressed and was resedated. At this time, blood was sampled for plasma magnesium and electrolyte levels. Subsequent management consisted of a further calcium gluconate (10%, 10 ml, intravenous bolus), normal saline (1 l, route of administration not reported), furosemide (20 mg, route of administration not reported), furosemide (20 mg, route of administration not reported), and dextrose-insulin (human actrapid 10 units in 50 ml of 50% glucose over 1 h, intravenous drip). No further hemodynamic instability occurred. Thirty minutes after the dextrose-insulin infusion had been completed and approximately 120 minutes after the erratic respiratory pattern was noted, sedation was stopped and she was assessed for extubation. The ECG had returned to normal and respiratory effort had improved. She was alert, compliant and able to move all limbs. At that time, she was extubated and transferred to the recover room. Arterial blood gases analyzed after arrival in the recovery area confirmed satisfactory ventilation. She was monitored in a high-dependency area overnight and magnesium concentrations were assayed intermittently. Postoperatively, she made an uneventful recovery, obtaining good pain relief from intravenous fentanyl pt-controlled analgesia. The pt was discharged from the hospital five days postoperative.

Manufacturer narrative:
Mcdonnell, n.j. Et. Al. Acute magnesium toxicity in an obstetric pt undergoing general anesthesia for caesarean delivery, international journal of obstetric anesthesia; apr. 2010, 19 (2): 226-231. The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The author of the literature article indicated the event was the result of an operator error in programming the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).